Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was cut, damaging wires in the cable. There is no indication that the defective electrode belt caused or contributed to the inappropriate treatment event and/or the patient's death. The root cause for cut cable was physical abuse. Manufacture dates: monitor: 1/21/2015; electrode belt: 10/12/2017.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock on (B)(6) 2019 and later passed away on (B)(6) 2019. The response buttons were not pressed during the treatment event. Atrial fibrillation (af) with a rapid ventricular response contributed to the false detection. The rapid rate satisfied the rate detector of the detection algorithm. The patient went to the hospital and later passed away on the morning of (B)(6) 2019.